Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the colleague infusion pump with a low battery alarm was confirmed. The assignable cause was defective main battery. The main battery was replaced to correct the problem. Additional: a service history review revealed no previous service events were related to the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
A baxter service technician reported finding a flo-gard infusion pump with a low battery alarm occurring during the battery operation test. This alarm interrupted delivery. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.